Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/09/2015. Visual inspection revealed that the lens was returned in its original package. Surface residuals (particles, fibers and ovd residues) were observed on the lens which indicates that the unit was handled and prepared for surgical use. Also, one part of the lens was observed with a cut. Therefore, the complaint for torn (or crack) was verified. Manufacturing records were reviewed and the all lenses were manufactured according to specification. Cosmetic inspections and optical measurements were performed and showed that the lenses were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was torn (cracked) and the lens touched the eye. Additional communication was not able to confirm if the lens was fully inserted but the surgery was completed with another zcb00 and it was reported there were no potential complications. No further information is available.